Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged insulin flow blocked alarm and high bg found on (B)(6) 2022. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0867. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2022 at 12:08:42.000 during bolus in pump downloaded history. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the motor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, insulin pump passed all required testing. Customer allegation for insulin flow blocked alarm and high bg was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Moisture damage confirmed on motor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they received no delivery alarm. The insulin pump will not be returned for analysis.